Event description:
Customer reportedly obtained results of 512mg/dl and 183mg/dl on the device within 10 minutes. Customer also reportedly obtained results of 542mg/dl, 345mg/dl and 187mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.